Manufacturer narrative:
The manufacturer previously reported a service required alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm indicating and issue with the device's oxygen blending module was observed. There was no downloaded event log to clarify which failure occurred. The device evaluation has been completed. The device's oxygen blending module board needs to be replaced to address the service required alarm condition. During the evaluation a noise was heard coming from the blower. The device's motor blower assembly, mixing fan foam and 43-micron filter need to be replaced to address the issue. No repairs were performed. The device was returned to the customer without repairs per their request.

Event description:
The manufacturer received information alleging a service required alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm indicating and issue with the device's oxygen blending module was observed. There was no downloaded event log to clarify which failure occurred. We are reporting the issue out of caution. The device's oxygen blending module needs to be replaced to address the issue once the component is back in stock.